Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated potassium (k) results on the architect analyzer for one renal patient. The results provided were: (B)(6) 2018 k= 7.7mmol/l (normal range = 3.5-5.1, critical >6.2). The patient was sent to the emergency room where a re-draw k = 4.5mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The customer reported observing a falsely elevated potassium result for one patient sample when using concentrated ict sample diluent (ln 2p32-11) lot 79765un18 on the architect (B)(4). Return testing was not completed as returns were not available. A review of complaints found no other complaints for concentrated ict diluent, lot 79765un18 and no trends were identified for ict sample diluent, list number 2p32-11. A review of product labeling revealed adequate labeling for the handling of calibrators, reagents, samples, interpretation of assay results, and troubleshooting this complaint issue. Based on the investigation, no product deficiency was identified for the architect serial number (B)(4), or the concentrated ict diluent, lot 79765un18. Added in suspect medical device. Concomitant medical device: concentrated ict diluent, list # 02p32-11, lot # 79765un18.